Event description:
Indication: common variable immunodeficiency, unspecified. Pt reports (unspecified) screw came loose on pump (serial: not provided; maintenance due: not provided). Pt was unable to screw back in. Pharmacy to replace. Unknown if pump is available for return. No missed dose(s) or adverse event(s) reported due to product issue. No further info. Reported to (B)(6) by pt/caregiver.